Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included pelvic pain female and follicular cyst of ovary. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 months 3 days after insertion of essure. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal discharge ("vaginal discharge"), chest pain ("chest pain"), pain in extremity ("legs/feet pain"), neck pain ("neck shoulder pain") and musculoskeletal pain ("shoulder pain"). On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (laparoscopic bilateral salpingo oophorectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, hot flush, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, chest pain, pain in extremity, neck pain and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain, chest pain, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, migraine, musculoskeletal pain, neck pain, pain in extremity, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, pain, dysmenorrhea, menorrhagia and severe cramping most recent follow-up information incorporated above includes: on 28-sep-2019: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events .new events added: abdominal pain,hot flashes, abnormal bleeding (vaginal), menorrhagia, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, chest pain, legs/feet pain, neck pain, shoulder pain, did not undergo essure confirmation test. Lot number were added. Event onset date, medical history, reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 38-year-old female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included pelvic pain female and follicular cyst of ovary. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),chronic") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 months 3 days after insertion of essure. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes,hormonal changes"), vaginal discharge ("vaginal discharge"), chest pain ("chest pain"), pain in extremity ("legs/feet pain"), neck pain ("neck shoulder pain") and musculoskeletal pain ("shoulder pain"). On an unknown date, the patient experienced migraine ("migraines / headaches") and pelvic pain ("pain pelvic"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, hot flush, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, chest pain, pain in extremity, neck pain, musculoskeletal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, chest pain, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, pain, dysmenorrhea, menorrhagia and severe cramping. Batch no :c22910, production date:2014-02-07 expiration date : 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. Fu(3) and (4) processed together. On 15-oct-2019: pfs received : fu(3) and (4) processed together. Following events were added : pain pelvic. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.